Event description:
During surgery, insertion of the knee arthrex scorpion needle device for meniscus repair it was discovered that there were remnants of the previous needle still inside the shaft of the device. The handpiece is reprocessed between patients, but the internal piercing tool is opened new for each case. This tool is round at one end and flattens out to allow the "needle" to flex up and out the end of the tool allowing the suture to pass through the meniscus to "stitch" the tear. The handpiece will allow for a new needle to be placed inside, it will place as expected, but when using (firing) the device, the needle does not "act right" on deployment as there is not really enough space for 2 needles. When they fired the first needle, it "did not act right" the needle was removed and then the tech noticed the remnants of the previous piece. This was removed from the field, gloves changed, new handpiece (extra one up sterile) and new needle insert were obtained to be able to continue the procedure.